Event description:
It was reported a critical alarm was heard which was confirmed by telemetry. The alarm was due to zero milliliters (ml) reservoir volume reached. It appeared the patient missed her refill appointment. It was not determined when the alarm began as the logs were not read. It was noted the pump was empty for ¿a while.¿ the patient did not hear the alarm. Over the past week or two, the patient had withdrawal symptoms. The patient was tighter with increased tone and was unstable. The patient was sent to the hospital with a possible infection, but there was no infection. The system was previously being used to deliver baclofen at 500 micrograms per milliliter at 150 micrograms per day. The pump was being filled with 2000 micrograms per milliliter gablofen at 125 micrograms per day. A bridge bolus was performed. It was later reported, the patient was back at baseline and had recovered without permanent impairment. It was later reported there was emergency replacement of the pump as something was ¿running on it¿ or running against it and it appeared eroded. It was decided to explant in case of infection, though no infection had been documented or confirmed. Explanted happened on 2014 (B)(6).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).